Event description:
It was reported that a tandem mobi cartridge alarm occurred for the customer. There was no adverse impact to the customer¿s blood glucose level. Technical support confirmed the cartridge alarm and decided to replace the pump. In the meantime, the customer planned to use multiple daily injections as a backup insulin therapy. Technical support provided instructions on storing the pump and ensured that the customer would return the faulty pump using the provided shipping materials. Additionally, the customer was advised on programming settings and connecting their continuous glucose monitor to the replacement pump, which was sent by technical support.